Manufacturer narrative:
The genomic dna samples from a family case were sent to grifols laboratory solutions for dna sequencing. The sequencing results of gypa exons 1-7; gypb exons 1-6 and gype exons 1-6 in the three samples were consistent with ID core xt results. No variants were found in any of the samples that explain the discrepancies with serology results. Since the sequencing results agree with ID core xt, no malfunction is considered for ID core xt. The serology results are recommended to be further investigated.

Event description:
It was reported a discrepant result serology vs molecular biology in a familiar study. Three samples 804372 (child), 804826 (father) and 804825 (mother) from "ragusa servizio trasfusionale", were tested with serology. The test result was m negative (m-) for child and father and m weak for mother, which contrasted with the molecular typing using the ID core xt assay which provided positive results (m+), with ID core xt analysis software v3.0.2.